Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported right side rupture and right side exchange of textured devices due to product concern. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d9, h3, h6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported, right side rupture. And right side exchange of textured devices, due to product concern. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed, as unidentified (tear) opening (shell thickness was within specification). Anxiety-product/procedure: unable to observe, as it is not related to the device. Additional observations: observed, creases on the surface of the device. No further actions are required, as no manufacturing issues are observed.